Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ls 200 s/c contained foreign matter. Verbatim: complaint via email. Email(s) attached. We have had 2 different episodes today that we have pulled up botox and seen a floating black piece in the syringe that we believe is from the plunger. We do not think it is the stopper in the botox as that is gray. We have entered sers and removed from our stock. Bd 1 cc syringe lot #- 5302330. Exp- 9/30/30.